Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, the following case has been opened in salesforce and marked as a complaint or product discrepancy. Please review the following details and click the link below to review the case itself. (B)(4). Case description: when attaching the 8120 to the 8015, the biomed got a 351.6760 error. Resolution recommend to reflash the unit, fully calibrate the unit, do the pm, then attach the unit to an 8015 in normal operation. If the calibration required message does not appear the unit has been fixed. If in any part of the repair, the unit fails, the logic board will have to be replaced. Biomed will reflash unit. If any failures will send in for depot level repair.